Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.